Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a dual chamber implant. During the procedure, it was noted that the atrial lead had high impedance. The lead was tested and repositioned; however, the impedance did not change. The lead was replaced, and the patient was stable during and after the procedure.